Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 3 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:(B)(6) batch no: 9310075 consumer reported, no insulin flow when priming pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320122 batch no: 9310075. Consumer reported, no insulin flow when priming pen needles. Date of event: unknown.